Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer¿s products have been requested for return. The investigation is ongoing. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 9:27, the result was 5.7 inr. At 10:09, the result was 7.6 inr. A different finger was used for each test, but the customer stated he squeezed the finger some to get the drop of blood. The customer stated he has been trying not to eat foods with vitamin k. The therapeutic range was 2.0 inr - 3.0 inr.